Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device are noted in the l~ft isthmus and proximal fallopian tube. However this is not seen on the right side') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with right salpingectomy and left salpingo-oophorectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: trailing coils- left-3, right-2. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device are noted in the l~ft isthmus and proximal fallopian tube. However this is not seen on the right side') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day." On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with right salpingectomy and left salpingo-oophorectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: trailing coils- left-3, right-2 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.